Manufacturer narrative:
The patient reporting a skin irritation while using the electrode - patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: intrinsic factors: age extremes (pediatric 1-18 years) and known medical/dermatologic conditions. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025, that the patient was experiencing a skin irritation while using the electrode - patch - universal 2 channels. The irritation was described as bright red little blisters and welts along with an itchy rash outside of the patch. The patient went to their doctor and was prescribed triamcinolone acetonide ointment 0.5%. The patient also used over the counter (otc)benadryl itch cream. The patient followed proper skin prep however, the patient is allergic to adhesives. The patient took a break in service (bis) for 2-3 days and hypo-allergenic electrodes were orders. No additional information was provided.